Manufacturer narrative:
(B)(4). Complaint device was returned for evaluation. A visual exterior inspection was performed on receiver and no observations related to the customers complaint were found. Receiver data log was downloaded and reviewed finding hardware errors, firmware errors and a screen error alarm on the date of event. Screen error alarm confirmed the reported complaint. Based on the finding of the hardware and firmware errors this is being reported. The root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to report the patient's receiver only displayed a white screen on (B)(6) 2015. Patient's mother did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.